Event description:
It is reported that the pt was revised due to loosening by osteolysis. It was discovered that the post of the articulating surface was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.